Event description:
During an atrial fibrillation procedure, air leak was detected following an advisor hd grid catheter advancement into the agilis 8.5f sheath. The sheath was replaced and the procedure was completed with no adverse patient consequences.